Manufacturer narrative:
Product ID, 3708660 lot# serial# (B)(4), product type extension product ID, 3387s-40 lot# va0405a, product type lead. (B)(4).

Event description:
Additional information clarified that during explant the extension was clipped and removed and the implantable pulse generator was removed.

Event description:
It was reported that the patient's device was explanted due to an infection. A review of the patient's device usage from the last interrogation session revealed that therapy was on 100% of the time but there was no therapy being delivered as the voltage was at 0v. The reporter however noted that the device was turned on after it was implanted. It was unclear when the device turned off. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's symptoms included fever, redness, swelling, and drainage. It was noted that a culture was obtained from the device pocket and the type of organism cultured was staphylococcus epidermidis. It was further noted the treatment for the infection was IV antibiotics and a partial device system explant. It was noted the patient had risk factors before the device was implanted which were debilitated status, post-operative wound or skin contamination and malnutrition or extreme thinness. It was further noted the infection was resolved.

Manufacturer narrative:
Concomitant product: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension.

Manufacturer narrative:
(B)(4).